Event description:
The user facility reported that three of their non-steris ultrasound devices were plugged into a connector on their hexavue integration system without a conditioner. As a result, the ultrasound devices stopped working and the procedure was canceled. The patient was transferred to another facility, and the procedure was completed successfully the next day. No report of injury.

Manufacturer narrative:
Our investigation into the reported event is in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the universal display port required replacement. The technician replaced the universal display port, tested the integration system, found it to be operating according to specification, and returned it to service. The user manual states (23), "always connect the converter's cable to the wall port. Do not bypass the converter and connect the device directly. Doing so could damage your equipment." The user facility was counseled on the proper use and operation of the system, specifically to not bypass the converter. A year complaint review indicates this to be an isolated event. No additional issues have been reported.